Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No vibrating anomaly noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube window, cracked case at display window corners, belt clip slot and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 89 mg/dl. No significant events leading to the alarm were observed. The customer stated that he tried changing the batteries and got the insulin pump to work correctly. He noted that his blood glucose levels were elevated the night prior to the call, and in the morning he noted button error alarm again. Advised replacement of the insulin pump. Nothing further reported.